Manufacturer narrative:
Corrected data: b1-in initial MDR should be corrected to product problem. B2-in initial MDR required intervention to prevent permanent impairment /damage is not applicable. B3- date of event is unk. B5-the reporter indicated that a 12.6mm, vticmo12.6, -8.5/1.5/089 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. The lens was implanted/removed and replaced intraoperatively with a longer length lens due to low vault. This exchange resolved the problem. H1-in initial MDR and supplemental #1; serious injury should be corrected to malfunction. Claim# (B)(4).

Manufacturer narrative:
H3-device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -8.5/1.5/089 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. The lens was later removed and replaced with a longer length lens due to low vault. This exchange resolved the problem.